Event description:
On 27-jul-2025, the user reported that on (B)(6) 2025, after noticing vertical lines on the ilet touchscreen and being unable to navigate the device, they experienced loss of function of the ilet screen and reverted to multiple daily injections (mdi). The ilet displayed a blood glucose (bg) of 285 mg/dl, which remained out of range for over 90 minutes. The user was able to correct bg using mdi. No medical intervention or outside assistance was required, and the user reported no symptoms. The user was provided a replacement ilet.